Event description:
On 8/12/96 rn was working a 12 hr shift using latex gloves. At 7:00 pm she had a nectarine and within 20 mins had difficulty breathing. 911 was called and she was found blue and unresponsive. She was intubated and placed on a ventilator at the hosp and stayed for 4 days. She was diagnosed with anaphylactic reaction and respiratory failure. Pt was required to carry an "epi-pen" and to take benadryl. Pt is no longer working as an rn and is having trouble finding appropriate work due to latex allergy.